Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition and no visible contamination. The event history log was reviewed and there was a primary audible alarm background test and an acu watchdog failure alarm as sympathy alarm to primary alarm. Power up and infusion/occlusion tests were performed. The reported issue was unable to be duplicated. The j9 connector was fully seated and glue was not intact on mating surfaces of the j9 connection. The cause of the issue is unknown since no external damage or contamination was found on the interconnect board or speaker. According to trouble shooting chart ,background self-test sensed no current flowing in the primary speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure. There was no reported adverse event.